Event description:
The device gave an "energy not delivered message" following being repaired for a broken case. There was no patient use associated with this event.

Manufacturer narrative:
The device was evaluated by the facility biomedical technician and found to have a disconnected cable. The failure was found during repair of the device by the biomedical technician for a broken case. No parts were replaced to the device. The cable was reconnected and the device was returned to use.